Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted the device was received with faded and worn line cord, corroded quick connect, water tank cover has multiple cracks on all four corners, and the plate clip was discolored. Functional testing found water was leaking from the bottom of the water tank cover. Complaint was confirmed. Root cause was attributed to the customer over tightening the water tank screws. This causes crack in the tank, leading to leaks. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced water tank cover, quick connect, line cord, and plate clip. Performed preventative maintenance and calibrated. Device passed functional testing after the completed repairs.

Event description:
It was reported that the device was leaking. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event, d4: UDI information is unknown. No information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.